Event description:
The customer reported that he was stuck on a boat during a storm. The customer stated that the insulin pump had moisture and the numbers were ramping when she tried to bolus. The customer also stated that moisture underneath the screen was observed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly.